Event description:
It was reported that (2) device was used during a hernia repair. It was reported by the affiliate that the ems instruments had 5 staples instead of 20 staples. There was no consequence to the pt.